Event description:
The lay user/pt called lifescan (lfs) on july 27, 2006, and alleged that his meter was reading inaccurately erratic. The medical affairs specialist spoke to the pt on august 1, 2006, with the assistance of the language line interpreter, and obtained and verified the following info. According to the reporter, the pt was obtaining results, less than 50 mg/dl for three days. In 2006, the pt tested at different times of the day and obtained results of 8, 33, and 20 mg/dl. The pt had been vomiting all day and was unable to eat any food. He did drink ice water throughout the day. At approx 8:45 p.m. The paramedics were called. They tested the pt's blood glucose and obtained a result of 375 mg/dl. When arriving at the hosp, his blood glucose was over 400 mg/dl. The pt was treated with insulin and IV fluids. The pt normally takes lantus insulin 50 units before bed, but because of the low results, for two nights prior, he did not take his insulin. The testing technique was correct and the technique for cleaning the puncture site was correct. The pt performed several control solution tests, which failed on the low end. This complaint is being reported, as the pt was obtaining low results, witheld his insulin, and later was found to be hyperglycemic in the hosp with symptoms. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.